Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads and damaged internal drive feature. Device history record (DHR) review for the lot (1228234) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1228234) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported damage of the implant collar during torquing. Another implant has been placed.